Event description:
Device was being used during laparoscopic bilateral salpingo-oophorectomy, when sealing off the right fallopian tube the device would not release and the surgeon had to physically open the jaws to remove the device from the tube.